Event description:
Rptr indicated that pt's device was programmed to off due to suicidal ideation. The pt reportedly takes 2000mg tegretol per day and has experienced ringing in both ears prior to vns implant. There was an improvement in the tinnitus following a reduction in programmed device pulse width from 250hz to 25hz. The ringing in the left ear is now gone, but the ringing in the right ear is still bad.